Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system shut down while trying to go back to quadrant mode. After the system was re-booted a system message was displayed. The surgeon was able to clear the system message and surgery was completed with the same system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer cancelled the call stating the system was functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).